Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Part # unknown / unknown head / lot # unknown. Part # unknown / unknown taper/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: (B)(4).

Event description:
It was reported that patient underwent right hip revision surgery approximately 9 years post implantation due to severe pain, elevated metal ion levels and metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the finish of the head has become very dull. Scratches are present inside the finish. Foreign debris remains affixed to the porous coating of the cup. Some of the debris has transferred to the inner radius of the cup and the taper of the insert. Standard scratching and scuffing is present on the inner radius. The exposed face of the taper insert is scratched. The insert is etched std foreign debris from the cup has spread to the taper of the insert. The taper also exhibits scratching. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 - medical products - pn: 51-100120, taperloc type1 pps stem, ln: 2109924. Pn: 139256, m2a magnum taper insert, ln: 653290. Pn: 157444, m2a magnum modular head, ln: 638040 reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.